Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5p device for mechanical circulatory support. While on support, approximately 42 days later, purge pressure/purge system blocked alarm triggered. No kinks were observed. Tissue plasminogen activator was added to the purge to address the issue. The device remains in use supporting the patient. There was no report or indication of adverse effects to the patient as a result of this event.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. The data log recorded several air in purge alarms and purge system open alarms during the de-airing process, which the doctor took three minutes to complete. This was followed by a purge system block alarm. Several de-airing and bag/cassette change procedures were performed to resolve the issue. The purge pressure problem was resolved after 23 hours, showing a gradual decreasing trend. The clinical report confirms the tissue plasminogen activator (tpa) administration. Longer de-airing and an open purge cassette line allowed blood to ingress into the motor housing, blocking the purge way. The cause of the high purge pressure issue was most likely related to biomaterial, specifically due to a longer priming procedure that allowed the blood to clot inside the motor housing. D6b explant date added.